Manufacturer narrative:
This report is for unknown synthes chronos/unknown lot. Part and lot number are unknown; UDI number is unknown. Date of implantation is an unknown date between january 2007 and december 2013. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
This report is being filed after the review of the following journal article: hidalgo, rs. Et al (2017), evolution of polyetheretherketone (peek) cages. Clinical and radiological study (spanish title translated), cuban journal of orthopedics and traumatology, vol. 31(1), pages 50-60 (spain). The objective of this retrospective, descriptive, longitudinal study is to analyze the clinical and radiological results in a descriptive study performed in patients subjected to discectomy plus anterior cervical decompression and arthrodesis in which a peek cage was implanted. Between january 2007 and december 2013, a total of 78 patients (53 male and 25 female) with a mean age of 42.27 (±7.988) years, with a minimum of 25 years and a maximum of 67 years underwent anterior cervical discectomy and arthrodesis with peek cage (polyetheretherketone) box and chronos graft (synthes gmbh, eimattstrasse 3, oberdorf). The clinical and radiological follow-up of the patients was carried out monthly taking as a reference the 3 months, 6 months, and 12 months. The average follow-up period was 30.23 weeks (±19.86 weeks). The following complications were reported under study group: clinical results: 4 patients had neck pain. 3 patients had dysphonia. 2 patients had dysphagia. 2 patients had haematoma. 2 patients had wound infection. Radiological results: 10 patients had no fusion. 1 patient had disc collapse. 1 patient had implant displacement. This report is for unknown synthes chronos. This is report 3 of 4 for (B)(4).